Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence, enterocele, and rectocele. The following additional outcomes were attributed to the device: pain and bleeding. It was reported that patient underwent removal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, cystourethroscopy, sling operative for stress incontinence, possible transvaginal, paravaginal defect repair, sacrospinous ligament fixation prolap va, posterior colporrhaphy repair, and rectocele, due to mixed urinary incontinence. It was reported that following insertion the patient experienced pain, and bleeding. It was reported that patient underwent posterior colporrhaphy repair, insertion of xenograft/mesh, enterocele repair, sling operative for stress incontinence, sacrospinous ligament fixation prolap va, debridement of mesh, uterus suspension, tubal ligation, mesh removal and bladder suspension on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01167. The same patient is represented in each medwatch.